Event description:
The clinician reports that the day the implant was placed in the patient's mouth, failure occurred upon insertion. Details of surgery: primary stability not achieved. Patient presented with bone type IV. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.

Manufacturer narrative:
The batch number could not be verified due to incomplete or missing information and / or product from the customer. Our manufacturing q-system assures that production and process controls are in place to ensure that batches confirm to the applicable specifications before they are distributed. The removal of a dental implant during surgery without the replacement of another dental implant is a known inherent risk of the procedure due to either lack of primary stability of the implant (patient or procedure related). It may also include the removal of an implant after osseointegration due to either the clinician's or patient¿s decision. The manufacturer¿s trend analysis confirms that usually procedural errors and/or patient's condition contribute to the event.